Manufacturer narrative:
(B)(4). The available information suggest that the chronic rv defibrillation lead and replacement device remains in-service.

Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory in (B)(6) 2014 for a scheduled elective device replacement procedure. The daily shock impedance measurement when connected to the chronic device had been in the 70 ohm range. When the replacement device was connected (in triad shock configuration), the measured shock impedance was greater than 200 ohms. When the replacement device was reprogrammed distal rv coil to can, the measured shock impedance were within normal range (75-80 ohms). The chronic right ventricular (rv) defibrillation lead's proximal coil was disconnected and then reconnected to the replacement device. The test button was held down and there was a wide variation in sequential measurements from 37 ohms to greater than 200 ohms. The terminal pin of the proximal coil was removed and reconnected into the distal port of the device. The shock impedance measurement was still greater than 200 ohms. The proximal and distal terminal pins were properly connected to the device. The shock vector was reprogrammed distal rv coil to can and the measured rv shock impedance was normal.